Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with unknown co-morbidities. Complications reported included single leaflet device attachment (slda), heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "feasibility of a systematic same-day discharge approach after elective mitral transcatheter edge-to-edge repair" was reviewed. The article presented a prospective single center) study, to evaluate the feasibility of a systematic same-day discharge (sdd) approach for patients who are candidates for elective m-teer over 1 year. Devices mentioned include mitraclip. The article concluded that compared to standard approach, sdd reduces bed occupancy, hospitalization costs, and the impact on patient outcomes. [The primary author and corresponding author was guillaume leurent at chu de rennes institution with corresponding email guillaume.leurent@chu-rennes.fr]. The time frame of the study was march 2023 to march 2024. A total of 15 patients were included in this study, of which 15 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities were not given. (B)(6), unk mitraclip. Peri- and post-procedural complications included single leaflet device attachment (slda), heart failure, prolonged hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "feasibility of a systematic same-day discharge approach after elective mitral transcatheter edge-to-edge repair. "

Event description:
The article "feasibility of a systematic same-day discharge approach after elective mitral transcatheter edge-to-edge repair" was reviewed. The article presented a prospective single center) study, to evaluate the feasibility of a systematic same-day discharge (sdd) approach for patients who are candidates for elective m-teer over 1 year. Devices mentioned include mitraclip. The article concluded that compared to standard approach, sdd reduces bed occupancy, hospitalization costs, and the impact on patient outcomes. [The primary author and corresponding author was guillaume leurent at chu de rennes institution with corresponding email guillaume.leurent@chu-rennes.fr]. The time frame of the study was march 2023 to march 2024. A total of 15 patients were included in this study, of which 15 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities were not given. (B)(6), unk mitraclip peri- and post-procedural complications included single leaflet device attachment (slda), heart failure, prolonged hospitalization.